Event description:
It was reported that a progav 2.0 shunt system (# fx642t) was implanted. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant 2.0 does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine an accelerated outflow at the shuntassistant 2.0. The deposits visible in the valve have led to the change in flow rate. When valves are opened, it is possible to see a large part of the interior. Nevertheless, there are areas that cannot be visually inspected. These areas may contain organic deposits that can impair function. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. Furthermore, we can determine visible deposits in the progav 2.0. These deposits did not affect the technical properties at the time of the examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.